Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(6), ubd: 20-jun-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot#: (B)(6), ubd: 04-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a return of pain and poor coverage of right-sided pain complaints for both leads. High impedance was observed on contact 5 (40 ,000 ohms) and contact 10 (36,150 ohms), along with a loss of stimulation. The patient received a oor screen on the patient programmer and was unable to adjust stimulation. Fluoroscopic imaging was reviewed to assess lead positioning, which appeared to bias the left side, raising concerns about adequate right-sided coverage. Troubleshooting included moving the stimulating electrodes off the contacts with high impedances and reconfiguring the groups. The patient was advised to try newly programmed groups for several weeks to assess pain relief, with a possible discussion of lead revision if coverage remained inadequate. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified this patient has one neurostimulator, with one lead placed in the cervical spine for neck and upper extremity coverage, and the other in the thoracic spine for low back and leg coverage. After reviewing the flouro image, it appears that the lead was implanted left of midline. Rep performed mapping along the length of the lead to determine whether rep could capture his right sided pain complaints but was unable to get stimulation anywhere but his left lower extremity, which does not cause this patient any issues. Therefore, based on lead position along with findings from mapping, rep am unsure whether patient will get adequate coverage of right sided pain complaints.